Event description:
Pt called lfs in august 2003 alleging that the one touch ultra meter had a display issue and the test strips were damaged. Medical affairs specialist spoke with pt in august 2003 to obtain additional info. Pt described the meter display as being cloudy, which may have been the grandchildren's doing. Also that the test strips were not absorbing blood as quickly as other strips customer had used in the past. Pt stated that the meter would count down and would obtain error messages which customer could not recall. Pt used the neighbor's meter during the week of concern. Customer finally decided to visit the physician in august 2003, when customer started feeling tired, sleepy, hungry, thirsty, headaches, nausea, and having frequent urination. The physician obtained a "288 mg/dl" on his meter and administered oral medication as treatment. Pt described feeling weary of taking the medication, since customer was unable to test the blood glucose level during the week of concern. Pt was asked to skip the medication if the blood glucose level were low. Potential malfunction of the test strips may have contributed to the adverse event.